Event description:
During the treatment of a ruptured aneurysm, it was reported that the coil was difficult to advance through the microcatheter. Upon attempting to withdraw, the coil prematurely detached from the delivery pusher. Attempts were made to retrieve the coil using a gooseneck snare unsuccessfully. The coil remained stretched in the subclavian artery with the distal end in the basilar artery. The pt was reported to have expired.

Manufacturer narrative:
Sample analysis: the device was returned with the implant coil detached from the delivery pusher. The delivery pusher was tested for electrical continuity and met specification. The remainder of the delivery pusher appeared normal in specification. A portion of the coil was returned bent and damaged. The monofilament (attachment tether) was visible at the attachment marker band of the implant. The monofilament end of this segment had evidence of being stretched as it was white opaque. The other end of the monofilament appears to have evidence stretching also. An excelsior 10-18 microcatheter was included for eval. The microcatheter had a crushed flattened segment at approx 6.0" from the distal end. The root cause of this complaint cannot be definitively determined. It appears that a force was placed on the device that exceeded the maximum tensile specification of the attachment monofilament. We cannot determine if the damage on the microcatheter attributed to the premature detachment however, it is possible. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.